Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported a failure to attach. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.